Event description:
The customer reported axsym bhcg results of 42, 43 miu/ml on a pt in 2001. Sample was also tested the next day yielding a result of 39 miu/ml. The physician questioned the results and sample was sent out for testing using an alternate methodology (bayer) which yielded a result of 0 miu/ml. No impact to pt management was reported.